Manufacturer narrative:
At analysis incoming inspection there were errors noted in the update history and the stated reason for return of "error code" was confirmed. It was additionally noted that the touch screen was broken and the stylus was missing. The link electronic module board and the touch screen were replaced, the stylus was added, the touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer generated an error. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service and subsequently tested out of specification during manufacturer's analysis.